Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on three patient samples on a dimension rxl max with hm instrument. The discordant ctni patient results were reported to the physician(s). The samples were repeated on the same system, which resulted lower. One sample was repeated on an alternate system. A corrected result was released for one patient. It was unknown if corrected reports were issued for all patients. There are no reports of adverse health consequences due to the discordant ctni results.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and instructed the customer to replace and align the reagent 2 probe. The ccc also instructed the customer to clean the reagent drains. The cause of the discordant ctni results is unknown. The customer successfully ran a chem wash, which yielded acceptable results. The instrument is performing within specifications. Further evaluation of the device is not required.